Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had turned the stimulation off yesterday and they were trying to turn the ins back on but was unable to. They described a poor communication screen on the programmer. As actions taken prior to the report, the patient had repositioned the antenna and made sure it was plugged in. The patient did use the antenna and, when it was confirmed it was secure, and resynchronized to the ins the poor communication issue did not resolve. The poor communication occurred with and without the antenna attached to the programmer. It was reviewed with the patient that if the replacement programmer did not connect, they should contact their physician to have the ins battery checked. No symptoms or injury were reported. On (B)(6) 2018 the patient received the replacement programmer but need to meet with the manufacturer¿s representative to have the programs added to the new programmer. They mentioned they were disabled so it as difficult for them to get out. Additional information was received from the patient on 2018-aug-07. The patient reported they had been waiting to hear from their manufacturer representative but they had yet to hear back. The patient reported they had an MRI on (B)(6) 2018 and they noted they believed they turned the ins off at that time. The patient went to turn it back on, on (B)(6) 2018, and they were unable to sync with the ins using their programmer, as they previously reported. Since then the programmer had been replaced but that they were still unable to sync with the ins. While on the call, the patient was unable to sync with the ins using the replacement programmer with and without the antenna attached. The patient also said they had a sudden return of their target urinary symptoms since (B)(6) 2018 and noted they were still wetting their pants. As the patient reported they did not live near a health care physician (hcp) and did not wish to drive that far, an e-mail was sent to the field staff on the patient¿s behalf by patient services. The patient stated they were told the ins would last ten years. When asked what setting they had been using, the patient checked their records and reported their amplitude had been set at 9.5v. On (B)(6) 2018 a letter was received from the patient responding to a letter inquiring if the replacement programmer had resolved the poor communication/inability to turn the stimulation back on issue, the patient replied that they were waiting for a manufacturing representative to be in their area in order to program the new replacement. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient was doing great without the stimulation when asked for the circumstances that led to the issues. The patient reported the steps taken to resolve the poor communication, inability to turn stimulation back on, and the return of symptoms were that they met with a representative and it was determined that the battery died. The patient noted there was no healthcare provider in the area to remove the device, and they were informed that it could remain in the body without any harm. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep): the rep was not able to pick up the patient's impl ant with the physician programmer; it was possible that the patient needs a replacement. The doctor had relocated to a different city. No further actions have been taken. The rep was not aware of a new doctor for the patient and stated the patient had not seen an hcp. The rep plans to see the patient in the next weeks for programming adjustments. No further details were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) indicating that they were seeing the patient the da y of the report. No further complications were reported.

Event description:
On (B)(6) 2018 crts 3738977x3, rpi 213745, crts 3745372, patltr (con): [omitted information related to pe (B)(4): first ins replaced] information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had turned the stimulation off yesterday and they were trying to turn the ins back on but was unable to. They described a poor communication screen on the programmer. As actions taken prior to the report, the patient had repositioned the antenna and made sure it was plugged in. The patient did use the antenna and, when it was confirmed it was secure, and resynchronized to the ins the poor communication issue did no resolve. The poor communication occurred with and without the antenna attached to the programmer. It was reviewed with the patient that if the replacement programmer did not connect, they should contact their physician to have the ins battery checked. No symptoms or injury were reported. On (B)(6) 2018 the patient received the replacement programmer but need to meet with the manufacturer¿s representative to have the programs added to the new programmer. They mentioned they were disabled so it as difficult for them to get out. Additional information was received from the patient on (B)(6) 2018 the patient reported they had been waiting to hear from their manufacturer representative but they had yet to hear back. The patient reported they had an MRI on (B)(6) 2018 and they noted they believed they turned the ins off at that time. The patient went to turn it back on on (B)(6) 2018 and they were unable to sync with the ins using their programmer, as they previously reported. Since then the programmer had been replaced but that they were still unable to sync with the ins. While on the call, the patient was unable to sync with the ins using the replacement programmer with and without the antenna attached. The patient also said they had a sudden return of their target urinary symptoms since (B)(6) 2018 and noted they were still wetting their pants. As the patient reported they did not live near a health care physician (hcp) and did not wish to drive that far, an e-mail was sent to the field staff on the patient¿s behalf by patient services. The patient stated they were told the ins would last ten years. When asked what setting they had been using the patient checked their records and reported their amplitude had been set at 9.5v. On (B)(6) 2018 a letter was received from the patient responding to a letter inquiring if the replacement programmer had resolved the poor communication/inability to turn the stimulation back on issue, the patient replied that they were waiting for a manufacturing representative to be in their area in order to program the new replacement. There were no further complications reported/anticipated. (Omitted information not related to the implanted device, see general text) (B)(6) 2018 crts 3745372 (rep) additional information was received from the manufacturer¿s representative (rep) the rep planned to follow up with the patient (B)(6) 2018 there were no further complications reported/anticipated. (B)(6) 2018 crts 3745372 (rep) additional information was received from the manufacturer¿s representative (rep) indicating that they were seeing the patient the day of the report. No further complications were reported. Additional information was received from the manufacturer¿s representative (rep): the rep was not able to pick up the patient's impl ant with the physician programmer; it was possible that the patient needs a replacement. The doctor had relocated to a different city. No further actions have been taken or were planned. The rep was not aware of a new doctor for the patient and stated the patient had not seen an hcp. No further details were reported at this time.

Manufacturer narrative:
The manufacturer's rep did not plan to see the patient again as they had already seen the patient and patient did not have a managing physician. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction found in h6. Eval result code has been updated after further review. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2018-jul-24 crts 3738977x3, rpi 213745, crts 3745372, patltr (con): [omitted information related to pe 700529893: first ins replaced] information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had turned the stimulation off yesterday and they were trying to turn the ins back on but was unable to. They described a poor communication screen on the programmer. As actions taken prior to the report, the patient had repositioned the antenna and made sure it was plugged in. The patient did use the antenna and, when it was confirmed it was secure, and resynchronized to the ins the poor communication issue did no resolve. The poor communication occurred with and without the antenna attached to the programmer. It was reviewed with the patient that if the replacement programmer did not connect, they should contact their physician to have the ins battery checked. No symptoms or injury were reported. On (B)(6) 2018 the patient received the replacement programmer but need to meet with the manufacturer¿s representative to have the programs added to the new programmer. They mentioned they were disabled so it as difficult for them to get out. Additional information was received from the patient on (B)(6) 2018. The patient reported they had been waiting to hear from their manufacturer representative but they had yet to hear back. The patient reported they had an MRI on (B)(6) 2018 and they noted they believed they turned the ins off at that time. The patient went to turn it back on on 2018-jul-24 and they were unable to sync with the ins using their programmer, as they previously reported. Since then the programmer had been replaced but that they were still unable to sync with the ins. While on the call, the patient was unable to sync with the ins using the replacement programmer with and without the antenna attached. The patient also said they had a sudden return of their target urinary symptoms since (B)(6) 2018 and noted they were still wetting their pants. As the patient reported they did not live near a health care physician (hcp) and did not wish to drive that far, an e-mail was sent to the field staff on the patient¿s behalf by patient services. The patient stated they were told the ins would last ten years. When asked what setting they had been using the patient checked their records and reported their amplitude had been set at 9.5v. On 2018-aug-09 a letter was received from the patient responding to a letter inquiring if the replacement programmer had resolved the poor communication/inability to turn the stimulation back on issue, the patient replied that they were waiting for a manufacturing representative to be in their area in order to program the new replacement. There were no further complications reported/anticipated. (Omitted information not related to the implanted device, see general text) 2018-aug-14 crts 3745372 (rep) additional information was received from the manufacturer¿s representative (rep) the rep planned to follow up with the patient (B)(6) 2018. There were no further complications reported/anticipated.

Manufacturer narrative:
Product event summary #pli 10: programmer: pending device return pli 20: ins it was reported that the patient had an MRI on july 23 and on july 24th they experienced a sudden return of symptoms, poor communication/they weren't able to sync with the ins using their programmer. They received a replacement programmer and they still was unable to sync with the ins with and without the antenna attached. The patientstated they were told the ins would last ten years. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The cause of the sudden return of symptoms, the cause of the poor communication/they inability to sync with the ins using their programmer even after receiving a replacement programmer. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this wasa known event. The patient had an MRI on july 23 and on july 24th they experienced a sudden return of symptoms, poor communication/they weren't able to sync with the ins using their programmer. They received a replacement programmer and they still was unable to sync with the ins with and without the antenna attached. The patient stated they were told the ins would last ten years. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Continuation of d11: product ID 3037 lot# serial# njd166207n implanted: explanted: product type programmer, patient medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.